Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the order had not been received from the pharmacy. The technical support specialist informed customer about the finding that medication order was not created/received through integrations. Pharmacy will need to add the medication to the list to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medflex 1000, the user was unable to locate a specific medication within the patient's profile. The customer reported that they were unable to retrieve tramadol while dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.